Manufacturer narrative:
A ge service representative performed an on site investigation. The flat connector and related connection were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported functionality lost from both monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.